Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her patient's onetouch verio iq meter was reading inaccurately high compared to another device and her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the late evening of (B)(6) 2011 (at approximately 11pm) she was feeling weak and dizzy; symptoms she associated with a low blood glucose. When she tested her blood glucose, she obtained a reading of "5.1 mmol/l (92 mg/dl)" with the subject meter. The patient reported that she then tested on another device (ot ultramini) and obtained a result of "3.6 mmol/l (65 mg/dl)." The patient claimed she then drank a cup of orange juice in response to her feelings, waited 30 minutes, and then administered her regular dose of lantus before going to bed. At the time of troubleshooting, the patient confirmed both tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30mg/dl. Replacement product was sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms and bg readings obtained with the other device do not meet lfs' criteria of a serious injury. However, this complaint is being reported as a malfunction because the reading obtained with the lfs device did not correlate with the patient's feelings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (11/20/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found, the complaint was not confirmed. A DHR (device history record) was completed for this product on (B)(4) 2012 and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.